Manufacturer narrative:
Internal trackwise ID# (B)(4). The lot # 3000306609 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The overall 24 month product complaint trend data for the period mar 2022 through feb 2024 was reviewed. There was a trigger identified for the review period. The trigger was addressed under a CAPA request and closed to no corrective and preventive action (CAPA).

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that vasoview hemopro 2 co2 ports (valve) on the btt and the harvesting cannula have not been working and filling tunnel with co2. Customer states that they are checking to make sure that the co2 line from the insufflator to the co2 ports on the btt and harvesting cannula on the vh-4000 device are connected properly. Once co2 line is connected, no co2 flows into the tunnel and insufflator reads ¿occlusion¿. The solution has been to open a separate accessory tray, swap out the btt and proceed with case using only distal insufflation. Using a separate btt from accessory tray solves the issue.